Event description:
It was reported that the patient's implantable cardiac monitor exhibited slow connection due to a bluetooth telemetry issue. No device intervention was performed. The patient was stable.